Manufacturer narrative:
H6: ventec made multiple attempts to the initial reporter for confirmation on whether the device would be returned for evaluation or not. No response has been received. In the event that the device is received for evaluation or more information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarms were not working as expected. No further details were provided. There were no reports of patient involvement associated with the reported issue.